Event description:
It was reported that during routine follow up, device interrogation revealed that the patient received inappropriate therapy in (B)(6) 2012 for atrial fibrillation with fast ventricular conduction. The physician increased the beta blocker drug therapy. Patient condition is good. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.